Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Effective therapy restored post-op.

Event description:
Related manufacturer report number: 3006705815-2024-02326. It was reported that during an elective ipg replacement on (B)(6) 2024 the patient's lead were found to have migrated. One lead was all high impedances during the procedure. Post-surgery, both leads were found to have all high impedances. The patient reported to have fallen multiple times prior the surgery. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.